Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient suffered a vessel perforation requiring unspecified medical intervention and prolonged hospitalization. After 20 minutes of the patient having entered the room, puncture of femoral vein was started. The sl0 sheath was planned to be raised to the cardiac cavity, but the sl0 was raised without preceding the wire, and the sheath was moved out of the blood vessel. Procedure was discontinued to further prevent complications, and the patient was transferred to computed tomography (CT). Since the perforation site of sl0 could not be identified in the ablation room, the patient was moved to CT imaging. Since there was no cardiovascular surgery in the hospital, it was decided that the patient would be transported to another hospital. The physician's opinions on the relationship between the event and the bwi product is that it was not related. Additional information was received indicating adverse event was discovered before use of biosense webster inc (bwi) products. The physician¿s opinion on the cause of this adverse event was that it was not related with the bwi product. Since the patient was transferred to another hospital, details of intervention provided was unknown. Relevant medical history provided states this is the third time of ablation for this patient.

Manufacturer narrative:
Manufacturer's ref # (B)(4). On 6-dec-2022, additional information was received indicating the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not inserted into the patient body and no malfunction was reported. Based on the additional information received, this patient adverse event is no longer considered to be MDR reportable against the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.